Event description:
Patient was revised for elevated metal ions and squeaking.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update rec'd 03/10/2016: litigation received. Litigation alleges pain, corrosion, metal debris, and discomfort. There is no new information that would change the existing investigation. This complaint was updated on: 03/17/2016.

Manufacturer narrative:
Depuy still considers this investigation closed at this time.

Event description:
Update 5/13/2016 - pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs reported pain, squeaking, pain progressed to interfere with normal activities of daily living and sleep, highly elevated metal ion levels and metallosis. Revision surgical report noted elevated metal ions, blue stained effusion and tissue staining. No report of metal debris or corrosion. There is no new additional information that would affect the existing investigation. The complaint was updated on: jun 8, 2016.

Manufacturer narrative:
Conclusion and justification status for MDR: no device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4).

Event description:
There are no new allegations reported. After review of medical record, patient was revised to address failed right total hip replacement . Updated patient identifier. Corrected lot number of stem.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.